Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedures of a d&c and a lavh-bso during mesh implantation.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat mixed urinary incontinence, cystocele, and rectocele. It was reported that after insertion the patient experienced pain, erosion, extrusion and bleeding.